Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. The device was returned for evaluation, and visual examination of the returned device showed the following: curvature observed on the sheath shaft, the liner was lifted approximately 0.75 inches starting from distal strain relief with the remaining part of the liner unexpanded and tip unopened. There was scratching and a fine esheath material strand noted on distal sheath shaft. This strand broke off following manipulation by engineering. There was soft tip damage. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, through engineering evaluation of the returned device, the esheath material separation was observed. The available information suggests the sheath was subject to adverse interactions with rigid calcium nodules within patient's vasculature during sheath insertion, leading to the observed material strand. However, due to no details being provided for patient's access characteristics, a definitive root cause was unable to be determined in this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, there was back bleeding through the hub of the esheath+ during insertion into the body, after the dilator was removed. The team centered the wire in the hemostatic valve at the hub, but it didn't appear as though the hemostatic valve was working. The team removed the esheath+ and prepped a new 14 fr esheath+. The case was successfully completed without any negative outcome or injury due to the esheath+. Per pre-deco findings, there were scratches noted on the esheath+ shaft with a strand of the sheath material noted.